Event description:
It was reported that the ventilator's exhaled volumes were low while it was connected to a patient. Even though the patient circuit was replaced twice along with the exhalation diaphragm and the ventilator had passed the leak test, the problem was not corrected. The patient was removed from the ventilator and placed on another ventilator with no patient harm reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator also passed the initial final test and the initial alarm volume tests.